Event description:
It was reported that the customer had low blood glucose levels of 41 mg/dl. The customer treated by eating food. The customer reported getting a weak signal and a lost sensor alert from the insulin pump. Troubleshooting was done. The customer also reported that there was blood on the site of the infusion set for the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).